Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the rad-8 device is getting a bad reading. No patient impact or consequences were reported.

Event description:
The customer reported the rad-8 device is getting a bad reading. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. During evaluation the device passed visual inspection. Device functionality testing confirmed the unit was able to power on and off using ac and dc power as designed without issue. All alarm conditions were tested and confirmed to be functioning as designed. The unit was able to obtain measurements with all the enabled parameters. The power key has poor tactile feedback due to a worn metal dome on the keypad. Spo2 and pulse rate simulator tests were performed and both manual and preset simulation tests passed; no product performance issues related to spo2 and pulse rate were found. No internal physical defect or damages were observed via visual inspection without magnification. The customer complaint was not duplicated. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues related to this reported event.